Manufacturer narrative:
Device evaluation indicated that the complaint was confirmed. The device could not be charged nor linked. The source of the anomaly was due to u2-asic, which appeared to be damaged during the previous defibrillator use. The battery was depleted. It exhibited excessive sleep current leakage. A hot spot was observed on the component, and vh and ground were shorted. These symptoms were the typical characteristics of high-voltage transient damage.

Event description:
A report was received that the patient was having difficulty charging the ipg and difficulty linking ipg to remote control. It was believed that the ipg was malfunctioning due to a defibrillator that was used for the patient's non device related medical condition. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively.

Event description:
A report was received that the patient was having difficulty charging the ipg and difficulty linking ipg to remote control. It was believed that the ipg was malfunctioning due to a defibrillator that was used for the patient¿s non device related medical condition. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively.

Manufacturer narrative:
(B)(4)